Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implantable infusion pump for intractable spasticity. It was reported that at a routine refill today they were only able to inject 30ml of the 40ml back into the pump. The hcp stated they thought it was probably related to air bubbles or air in the pump, so they withdrew all of the 30ml that was already placed and had a saline flush. They then aspirated more to see if they could get more air out, which they did as much as they could, but they only got 30ml back in. The patient has not had any hyperbaric therapy and the pump is located in the patient's lower left quadrant. The issue was not resolved through troubleshooting.